Event description:
Additional information received indicated, the patient was "unhappy with the final aspect of the spectra operation."

Event description:
It was reported the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis for unspecified reasons. No patient complications were reported in relation to this event.